Event description:
Programming history was reviewed on (B)(6) 2012. The faulted diagnostic tested occurred on (B)(6) 2012.

Event description:
On (B)(6) 2012, a physician reported that a patient's settings were changed to 0.00 ma output current and that the patient was no longer feeling stimulation. The patient also began having more seizures a couple of weeks ago. The patient was last seen on (B)(6) 2012. The physician felt that the recent failure to perceive stimulation and increase in seizures were related to a loss of therapy. On (B)(6) 2012, it was verified that the patient was at 0.00 ma output current on (B)(6) 2012. Attempts for programming history have been unsuccessful.

Manufacturer narrative:
.

Manufacturer narrative:
Review of programming history.